Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The second report of three involving the same pt and product - (B)(4). A second (B)(4) with the same lot number as the first external ventricular drainage sys (evd) was reported to have "squirted out the sides of the white stopcock when attempting to flush the line through the proximal needle port. The second evd was replaced a third evd with a different lot number and the line was clear. The pt's underlying medical condition was an intracerebral bleed. The pt did not incur an injury - relative to the evd.